Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There was no damage to the distal tip. There was a kink in the distal shaft 5.2cm distal to the guidewire entry port bond. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a patient with coronary disease. Lesion was in the lcx and exhibited 95% stenosis, severe calcification and tortuosity. Lesion was pre-dilated, 70% stenosis remained post dilation. No issues were noted during inspection prior to use. During the procedure, it was reported that the stent could not cross the lesion. The physician attempted to cross the lesion again and it was reported that the stent dislodged. The physician determined that the cause of dislodgement is severe calcification. It was captured by snare and removed from the patient. The physician proceeded to replaced it with another stent to complete the operation. The dislodged stent was discarded and will not be returned for analysis. No patient injury reported as a result of the event. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.